Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alert indicated the superior vena cava (svc) lead displayed high impedance. Additional information was requested and it was learned the patient will be seen at the clinic office for re-programming; "to exclude the svc coil." No patient complications have been reported as a result of this event.